Event description:
It was reported that the subject device displayed red and green streaks. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
Additional information was provided by the customer: the device presented an error e204 focus function during the setup of the device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, d9, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scratches on charged coupled device lens, leak at cable, tiny holes. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that damage to the cable, such as holes, kinks, and knots led to the malfunction. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.